Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a frozen display. It was reported that the time advances, and new batteries were inserted, but issues persist. It was reported that the customer would returned the device, and would have it replaced. No further information provided.

Manufacturer narrative:
The insulin was monitored for 3 days and no frozen screens were noted, all buttons responding properly, no damage or moisture damage on the keypad assembly and no unlocked keypad connector. The insulin pump passed leak test. The insulin pump was received with cracked case at reservoir tube lip, cracked battery tube threads, minor scratched lcd window and keypad overlay.